Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, there was an issue with a d97120f5 bipolar pacing catheter. The right femoral vein was accessed, they gave a curl to the catheter then advanced the pacing catheter to the right ventricle wall. Attempts to test the catheter using the standard temporary pacemaker failed to capture or see any spikes on the electrocardiogram (ECG). The pacer box was switched out without change. The electrical cables were switched out without change. Finally, a new edwards pacing catheter was opened, used, and finally worked. This caused a delay in tavr procedure time, but no injury reported. No lot number was provided. The product is available for return.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Our product evaluation lab received one d97120f5 with 1.3ml monoject limited volume syringe. The report of an issue with the catheter was confirmed. Continuity testing confirmed open conditions in both distal and proximal circuits. Cut down of the catheter body was performed to expose the pacing lead wires. Both lead wires were found to be broken at 5cm from tip, at where the two lead wires were separated. Insulation was present at the break. See attached photo. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage was observed from catheter body or returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Pacing difficulty during use was confirmed through the product evaluation. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection process. Based on the available information, the complaint for pacing issue cannot be associated to the manufacturing process defect. Therefore, a root cause could not be determined at this time. The instructions for use provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.